Event description:
Caller reported that there was a malfunction on the pump with a malfunction code of malf 5, and it was not resettable. There was no reported impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.